Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that last week a set was attached to a patient and separated at the y-site closest to the patient. There was no patient harm.